Event description:
It was reported that the patient had shortness of breath and fatigue. The device reached recommended replacement time (rrt) and premature battery depletion was suspected due to high battery impedance. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device was analyzed and revealed that 23-aug-2011 prior to explant, elective replacement indicator triggered due to high battery impedance. (B)(4) version 8 was installed on 15-feb-2011. (B)(4): the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.